Manufacturer narrative:
During the evaluation of the device at the manufacturer's service ctr, a "service required" code, related to the device's sensor board, was observed in the ventilator's downloaded error log. The customer rejected the repair estimate, the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.